Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the destination slender device valve came off or unscrewed during the procedure and resulted in 500 cc of blood loss. Valve was tightened during prep and insertion. Blood loss was not observed until pooling and dripping of blood because it was under a towel. Patient received a transfusion of two units of blood. The patient was stable in ICU. The procedure was aborted due to the blood loss. Additional information was received 09january2019: the procedure was a transcatheter aortic valve replacement (tavr).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct the d10 section and to update the h3 section. In the initial report it was reported that the device was returned however the device was not returned and is no longer available. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.